Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the caller through a pump reset, after which the error did not reappear.